Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, blood coagulation disorder, diseased mucous membrane, infection, inflammation of the tissue, mobility. (B)(6) are the same patient.